Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the leads, and upon further investigation, the patient's leads had fractured. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024, during surgery the l3 lead was served, and unable to be removed (B)(4), but the rest of the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The report of ¿ineffective therapy¿ was not able to be confirmed. Analysis of the returned lead b found it was returned incomplete. Lead was cut into segments during explant, with the stimulation end segment not being returned. Continuity was checked on the terminal end segment, from contacts to corresponding bare wires, and no opens were found. Microscopic inspection of the lead body segment did not identify any broken wires. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.